Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Concomitant medical products received on: (B)(6) 2019. Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection were conducted during the investigation. The complaint device was returned for evaluation. A physical investigation of the returned complaint device confirmed the purple hub to be completely separated from the extension tubing. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. It should be noted there were no other reported complaints for this lot number. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: cvad nurse educator. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation.

Event description:
It was reported the turbo-ject® double lumen over-the-wire power-injectable PICC was inserted on (B)(6) 2019 and was in place for approximately 1 month. On (B)(6) 2019, it was noticed that the extension tubing had come away from the hub on the purple lumen. On further inspection, a crack in the hub was noted and the hub fell off completely. Tpn originally being administered through the purple lumen was discontinued and the line was clamped. Tpn administration through the white lumen was advised by the anesthetics department for IV parenteral nutrition overnight. The PICC was replaced the next day with a tunneled, cuffed cvc for continued tpn. As reported, the patient did not experience any adverse effects due to this occurrence.